Manufacturer narrative:
Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown surgery with mentor tissue expander, cpx4 with suture tabs medium height smooth expander which intraoperatively deflated. The surgeon used another expander. The expander didn t touch the patient, tested prior by the nurse. No adverse event reported.